Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair tech reported that the main pump spindle seized into the pump housing. The housing was damaged which caused excessive noise and vibration. There was no pt involvement. Investigation in process, but not yet completed.